Event description:
It was reported that (6) devices were used during a colectomy. It was reported by the affiliate that the three tlc55 instruments fired correctly right out of the package. When attempting to reload, each device would lock out and not fire the reload. The fourth device was used to complete the case. There was no consequence to the patient.